Manufacturer narrative:
G5:510(k)#: k102985. B4:12jul2021. The field service engineer (fse) performed an operation check, but the reported phenomenon could not be confirmed. The event log revealed the occurrence of backup alarm failure. The phenomenon was not duplicated by operation check, but the fse replaced the cpu board preventatively. The cpu board was returned for failure investigation and the issue was not duplicated. Ls1's built without a date code could be subject to cold joints within ls1 that can result in ls1 failing to sound.

Manufacturer narrative:
Date of report:06may2021. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator, and no additional patient harm was reported.

Event description:
It was reported that the ventilator alarmed backup alarm failed while on a patient. The ventilator continued to operate. The ventilator was on a patient at the time of the issue. The patient was swapped to a different ventilator, and no additional patient harm was reported.